Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the night before this report, patient's dog paws got caught in the tubing, and it snapped. The patient was not wearing the set and her blood glucose level was 110-120 mg/dl. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as the dog's paws pulled on it and the pump was not dropped with the set connected to the patient's body. No further information available.